Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported problem. A broken low voltage pin was found stuck inside the therapy connector. Physio replaced the therapy cable connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Customer reported that the device would not recognize either the paddles or quik-combo therapy cable connection. The reported problem would inhibit defibrillation therapy delivery. There was no pt use associated with the event.